Event description:
It was reported that: " during the tavi procedure when the physician opened the manta device, he saw that the bypass tube with the anchor and collagen inside the tube went outside of the delivery tube. However, the physician tried to connect the manta device to the manta sheath, but without success. The connection between the device and sheath was impossible. Then the physician decided to use second device, and everything finished perfect." Additional information: "insertion occurred in the invasive cardiology department. Micro puncture and ultrasound were utilized to gain central access. There was no reported calcification. Anatomical insertion site of the device: femoral artery. The device kinked during the attempt. Issue resolved by using another manta device and was successful."

Manufacturer narrative:
(B)(4) UDI will be added to the follow up report.

Event description:
It was reported that: " during the tavi procedure when the physician opened the manta device, he saw that the bypass tube with the anchor and collagen inside the tube went outside of the delivery tube. However, the physician tried to connect the manta device to the manta sheath, but without success. The connection between the device and sheath was impossible. Then the physician decided to use second device, and everything finished perfect." Additional information: "insertion occurred in the invasive cardiology department. Micro puncture and ultrasound were utilized to gain central access. There was no reported calcification. Anatomical insertion site of the device: femoral artery. The device kinked during the attempt. Issue resolved by using another manta device and was successful."

Manufacturer narrative:
Qn#(B)(4). One unit of manta and sheath were returned for evaluation. Blood particulates were noted on the unit. The unit was decontaminated and inspected. The delivery tube was observed to have a kink. Displacement of the valve was noted. The device lot history record review for lot number mn2201438 manta 18f ce indicated no non-conformities related to this lot, therefore supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. Following the tavi, an 18f manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the surgeon encountered severe resistance attempting to advance the bypass tube into the sheath hub. Bending and kinking occurred to the manta device when met with resistance. The first 18f ce manta device and sheath were removed, and a new 18f ce manta device and sheath (lot number mn2401574) were loaded and deployed successfully. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. Teleflex will continue to monitor and trend on complaints of this nature.